Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon receipt the power supply connector pins were recessed. Root cause investigation is currently underway. A supplemental report will be sent upon completion of the evaluation. No adverse event resulted from the recessed pins. The patient received a replacement charger.

Event description:
A (B)(6) male patient contacted zoll customer support to report that his charger would only power on intermittently. The patient was issued a replacement charger.